Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic and episodes of noise on the right ventricular (rv) lead were observed. It was discussed that it could be mechanical lead noise. Programming changes were made. The rv lead will continue to be monitored. The patient was stable throughout the visit.